Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation results become available.

Event description:
Baxter received a report that leakage from the tubing side of the sleeve was found while changing bag. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.